Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient presented to urgent care with pain in or below the device area. The right ventricular (rv) lead had no capture, dislodgement and a perforation. The rv lead was explanted and replaced. During the procedure, it was noted that there was a suture through the right atrial (ra) lead. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.